Event description:
It was reported that this implantable cardioverter defibrillator (ICD) one signal artifact monitoring (sam) episodes were stored due to oversensing and noise signal due to electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported.